Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The operating room head nurse reported that during a diagnostic colonoscopy procedure, the b30 scope communication error appeared when using evis exera iii colonovideoscope and the image was lost. Reportedly, a third-party clip fell into the patient¿s body which could not be recovered and awaiting to be passed naturally. The procedure was completed with a similar device with a delay of 20 mins during which additional sedation was required to complete the procedure with a similar device. Extended hospital stay was reported, and patient is doing fine and under observation. On further follow-up patient's current condition was requested and is unknown at the time of this report.

Manufacturer narrative:
The device was returned to olympus for evaluation. A review of the device history record found that the subject device was shipped in accordance with the specifications and no non-conformity at manufacturing. There were no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation the relationship between the event and the relation between the device could not be established and the root cause could not be specified. The issue is addressed in the instructions for use: IFU: operation manual chapter 5 troubleshooting: 5.1 troubleshooting, if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿.also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor the field performance of this device.

Event description:
Follow-up information received identified the patient is in good heath and no longer hospitalized. There was no information available regarding extraction of the third-party clip- ulka nls/rhc-8-135.